Event description:
The dentist reported that 1 month after the dental implant was installed in intraoral region #19 it was verified its' non osseointegration. 15 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type IV), bone graft was not executed. Patient presented infection and peri-implantitis.